Manufacturer narrative:
Event occurred in the month of (B)(6).

Event description:
It was reported that the t2 anchor of the fastfix curved assembly would not deploy during an acl and meniscal repair procedure. All materials from the failed device were removed. The surgeon chose to not use a backup device, leaving the meniscus partially repaired, and continued on with the acl portion of the procedure. The procedure was successfully completed without delay. No patient injuries or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.